Manufacturer narrative:
The reported event did not involve patient use. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon startup of an automated impella controller an error occurred. No patient was involved in the reported event.

Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The root cause of the reported controller error could not be conclusively determined due to the inability to reproduce. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.